Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. The device was returned for analysis. The reported incomplete coaptation, expulsion, device damage by another device, and poor image resolution could not be replicated in a testing environment as it could be related to patient anatomy, or procedural (operational) circumstances. The clip was inspected under the keyence microscope, and tissue was observed in the clip. All available information was investigated, and a cause for the reported incomplete coaptation could not be determined. The reported device damaged by another device appears to be due to procedural conditions. The reported complete clip detachment (ccd) appears to be a cascading event of the device damaged by another device. The reported poor imaging resolution appears to be due to operational circumstances. The reported mitral regurgitation (mr) appears to be due to the slda. A cause for the unspecified tissue injury could not be determined. Additionally, the reported patient effects of mr and unspecified tissue injury are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization or prolonged hospitalization, and removal of foreign body are the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip (cds0701-ntw, 00928u206) referenced is filed under separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment post procedure, increased mr, device damaged by another device, and clip embolization requiring medical intervention. It was reported that this was a mitraclip procedure performed on 02/03/2021, to treat degenerative mitral regurgitation (mr) with grade 4. Two clips (00819u288, 00416u114) were implanted successfully, reducing mr to 1-2. On (B)(6) 2021, the patient returned with increased mr. An echocardiogram showed that the medial clip-nt had a single leaflet device attachment (slda). The clip had detached from the posterior leaflet and remained attached to the anterior leaflet. A second mitraclip procedure was performed. The first clip delivery system (cds 00928u206) was advanced to the mitral valve and during positioning of the clip, there was difficulty due to poor imaging and the slda. During the attempt to place the clip between the two previous implanted clips, the clip came in contact with the slda clip and the slda clip completely detached and became stuck on the gripper line. Therefore, a snare device was used to capture the dislodged clip and pull it back to the steerable guide catheter (sgc). Once the clip was inside the sgc, it was decided not to deploy the first clip as it could have been compromised with the entanglement. Both devices, sgc and cds were removed with the dislodged clip successfully. A new cds (00803u172) was advanced to the mitral valve and grasping was performed but was difficult due to the clip being too small as the gap was too large for the nt clip. The cds was removed without issue. A third cds (00914u174) was advanced grasping was difficult; therefore, the cds was removed without issue. A fourth cds (cds0701-xtw, 01030u184) was advanced without issue and the clip was implanted successfully. One clip was implanted during this procedure, but mr was not reduced and remained at 4. There was no tissue damage noted during the procedure and it was decided to end the procedure as imaging was getting worse as the procedure continued. The procedure lasted about 5 hours. No additional information was provided.